Event description:
It was reported that hcp reported getting a pump memory error when reading the pump. It was unknown if there were potential sources of electromagnetic interference present. The error showed that the physician programmer data was invalid. Also, the elective replacement indicator (eri) date showed. It was found that the physician programmer was disabled and the hcp stated that patient had never been programmed with the ptm (patient monitor) enabled. The physician was able to update the pump but the eri date still showed after the update. After reinterrogating the pump following the update, the eri date showed up once again. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).